Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided. This complaint will be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is missing the cut outs that mates with the insertion tool. The device also had signs of damage from the attempted insertion. The device was manufactured in 2010. This failure mode was previously identified and addressed through our internal CAPA process. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The medical investigation concluded that without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that a revision surgery was performed for a poly exchange. No further information available at the moment.